Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results, with two different vials of test strips with different lot numbers on the same meter within 10 minutes: 253 mg/dl from the first vial of test strips (system 1) and 58 mg/dl from the second vial of test strips (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.